Event description:
It was reported that the customer had problems with the insulin pump. The nurse stated the drive support cap was loose, and the customer pushed it back in. The caller mentioned that the device was not dropped, and insulin leaked from the device. No further information was provided.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked end cap and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.